Event description:
It was reported that the right ventricular (rv) lead pulled back out of the right ventricle and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.